Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the operator was replacing the urethral catheter for this patient on the order of doctor, the catheter removal failed as a result of the failure to aspirate the fluids from the balloon. After the problem occurred, urinary surgery was consulted, suggesting indwelling the catheter for another week. Anesthesiology department was consulted, suggesting catheter removal under anesthesia.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when the operator was replacing the urethral catheter for the patient on the order of the doctor the catheter removal failed as a result of the failure to aspirate the fluid from the balloon. After the problem occurred urinary surgery was consulted suggesting indwelling the catheter for another week. Anesthesiology department was consulted suggesting the catheter removal under anesthesia. Per additional information received via email from the ibc on 18feb21 there was no special impact to the patient. The catheter was removed finally without any medical intervention.